Event description:
That the pulsavac in the total knee is that the pulsavac in the total knee is defective and would not work.

Manufacturer narrative:
It was reported that the that the pulsavac in the total knee is defective and would not work. There were no reports of death, serious injury, medical intervention, or follow up care.